Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that the pt with this right atrial (ra) lead had a pocket revision due to redness and swelling at the wound site. During this procedure, the device was tested and indicated that the ra lead was not sensing properly and threshold measurements were bad. The physician decided to do a lead revision procedure as well. It was noted that they had a difficult time with the lead since the ra lead was rubbing against the ventricular lead due to tight anatomy of the pt. There were good measurements at one point; however, this pulled slack out of the ventricular lead. When adjusting the ventricular lead, the atrial lead moved. The physician chose a thinner lead which had good measurements. Upon closing the pocket, it was noted that the device would still undersense in the atrium and end up atrial pacing which was most likely due to the pt having a sick atrium. Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.